Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . Two pieces were returned. Based on the general size and shape, the pieces represent a portion of the total pushlock anchor. No eyelet or driver returned. Pushlock anchor has peeled longitudinally from the distal tip in a proximal direction. This type of event is typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
Pieces of anchor chipped off on insertion. The rest of the anchor remained in patient (glenoid) as it was fixed enough. Surgery was completed successfully. Bone quality was very hard. Bone was prepared with offset guide ar-1909r and drill for 3.5 mm pushlock. Procedure: labrum refixation.